Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was undergoing a pump exchange for a known percutaneous lead fracture. During the surgery, when the vad coordinator disconnected the system controller attached to the defective pump, the system controller turned off as soon as the external power was removed. In addition, the system controller did not have to be actively placed into sleep mode. The internal battery was in place. The system controller was exchanged with another system controller.

Manufacturer narrative:
The manufacturer is attempting to acquire the system controller for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.